Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained oversensing due to post-paced t-wave oversensing were observed. Programming changes were recommended. The patient was doing fine. Programming changes were made.